Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. During the troubleshooting the customer already got the pump on working and he stopped the troubleshooting. Customer was explained that still we will send her a replacement battery cap. Customer was advised to revert to backup plan until the replacement battery cap arrives.